Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Correction: the failure analysis results initially submitted were for the product in related record MFR # 2955842-2025-11197. Field d4 (lot number) has been updated to include the correct/complete lot number. Corrected failure analysis information for the product related to this complaint: the fenestrated bipolar forceps instrument (lot # k17240131-0530) involved in this complaint was received and tested by failure analysis. The instrument was found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.